Event description:
It was reported that a 32-year-old caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced right sided rupture and a left sided breast lump post procedure. The rupture was diagnosed through a physical and magnetic resonance imaging. As a result, an explant and replacement with like sized implants was performed on (B)(6) 2022. The right sided rupture was reported initially under 1645337-2022-11114 on september 21, 2022. On september 29, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 6786985 number, and no non-conformances were identified. Reason for device explant and/or reoperation: breast lump. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).